Event description:
The operator of a vitros 5,1 fs chemistry system observed results for a proficiency sample associated with an incorrect fluid name. The laboratory did not report any pt results from this event and there was no allegation of harm. This report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
Investigation into this event has determined that results obtained from the vitros 5,1 fs analyzer were associated with an incorrect pt name. The analyzer had no instrument malfunctions during this event. The user was re-using sample ID's in a manner that is not consistent with the manufacturers instructions for use. The root cause is user error caused by a failure to adhere to the manufacturers instructions for use. The user was referred to the instructions for use regarding this event.